Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient correspondence states: four years ago I had a knee replacement. The parts were from j and j. It turns out they were defective. Recently I had a revision surgery. The surgery caused me to have a blood clot that traveled to my lungs and nearly killed me. I will still be recovering from this for another year. I have an attorney that wants to take the case on. I prefer to deal with you directly. I have the parts at home with all of the numbers, and I would be happy to email you the information. If I don't hear from depuy, I will give them a call. Update rec'd 1/13/2017- according to (B)(6), the patient is working with the legal group. Therefore, no follow-ups will be conducted by the customer quality group. Update rec'd 01/12/2017 claim letter received. Patient is seeking compensation. Complaint was updated 01/23/2017. Update 02/14/2017, 02/15/2017¿ medical records received. After review of the medical records for MDR reportability, a doi and dor was provided. No primary or revision operative notes were provided. The medical records indicated pain, swelling, discomfort, effusion, and possible instability and tibial/femoral loosening. There was no obvious loosening per the x-ray results. The products implanted are still unknown at this time and the actual reason for revision is unknown so the unknown knee will be left on the complaint. A doppler reading from (B)(6) 2011 indicated no dvts. The medical records indicated the patient has chronic back/shoulder pain and has used prescription pain medication for several years. The complaint was updated on: 2/22/2017. Update 04/27/2017- medical records received via mail. After review of the medical records, there still is no revision operative note. Prod/lot provided. Unknown depuy device is assigned polyethylene tibial insert information. There is no new information that affects the existing MDR decision. This complaint was updated on 5/15/2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.